Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5 months ago. Vessel morphology was reported as excessive tortuosity and no calcification. At the time of implant, it was reported that the iliac limb was barely extended into the common iliac. The physician was concerned about the possibility of stent graft occlusion if the stent graft was extended into the severely tortuous iliac artery and elected not to extend the stent graft at initial implant. A recent CT demonstrated that there is a distal type I endoleak on the contralateral side of the stent graft system. The physician inserted and advanced an iliac limb (B) (4); however, was unable to reach the intended landing zone, due to the excessive tortuosity. The stent graft delivery system was removed from the patient. The physician inserted and implanted a talent (B) (4) iliac limb and the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Endoleak, excessive tortuosity in the iliac vessel.